Manufacturer narrative:
Batch review performed on 27 october 2015: reference 01.18.098, lot 140001: (B)(4) items manufactured and released on 28 march 2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported issue. On 23 oct 2015 the medical affairs director made the following comment: available information is not sufficient for any conclusion. Radiographically, the stem appears to be loose. For this reason, revision surgery has been scheduled. No possible hypothesis as to the cause for loosening. Not explanted yet.

Event description:
Revision surgery planned for (B)(6) 2015 due to loosening of the amistem-h. From the x-rays it was noticed a radiolucent area.

Manufacturer narrative:
On (B)(6) 2015 we were informed that the amistem was explanted due to loosening. Possible sepsis. On (B)(6) 2015 we were informed that the infection is not confirmed. To date we did not received the piece for investigation even if it will be available.

Manufacturer narrative:
On 19 january 2016, the r&d project manager analysed the returned implants and commented as follows: observing the femoral stem no particular sign can be noted, except on the neck: such signs were probably caused during the removal phase. The ha on the surface of the stem is still present, mainly on the proximal part of the stem. Few bones can be noted on the surface of the stem. On the ceramic femoral head some scratches can be seen, probably caused during the removal phase. It is not possible from the inspection of the implants determine the root cause of the event. On 27 january 2016, it was prepared a final report with the information already submitted in the previous reports and here above. On 28 january 2016, the report was sent to the initial reporter and the case was closed.